Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she began to experience an itchy rash under the sensor adhesive, specifically under the area where the transmitter attaches to the sensor pod. Patient is a new cgm user, and has inserted two sensors overall. She reports experiencing this type of rash on each of the two sensors. On (B)(6) 2013, patient consulted with a dermatologist via telephone about the rash. The dermatologist recommended using a steroid solution on the site. On (B)(6) 2013, patient met with the dermatologist in person about the treatment. At the time of her call to dexcom technical support, patient reports that her sensor site is red, dry and itchy.